Manufacturer narrative:
(B)(4). Additional information has been requested. A supplemental will be submitted once information has been received.

Event description:
According to the reporter, the absorbable collagen film was damaged resulting in an extension of the incision. Additional information has been requested but not yet received. Should additional information be received, a supplemental will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history record has been performed. This review confirmed that this lot of products was reviewed and released according to quality specifications, including those related to the collagen film casting. No product or photos were provided for evaluation. Without the sample, a detailed investigation could not be performed. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Event description:
Additional information received, indicated that the patient underwent an umbilical hernia repair that was an open procedure. There was no further extension of the incision as initially reported. Although requested, no further information has been provided at this time. Should additional information be received, a supplemental report will be submitted.